Manufacturer narrative:
Device not evaluated selected by mistake, the product has not been received for analysis.

Event description:
It was reported the patient presented in clinic with complaints of discomfort due to muscle stimulation. Upon interrogation, it was observed the atrial lead had high capturing threshold. Programming changes were completed. Patient was stable.